Event description:
The insert shattered during implaction of a hip stem implant. Piece gathering may have been incomplete and a piece of the insert may have been left in the pt. Extensive lavage was performed.